Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed occlusion: safety valve open. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow up report - device evaluation: the manufacturer's field service engineer (fse) reported the customer ran the extended self test and testing passed. The ventilator was not provided to the fse for evaluation. Resolution and disposition: the fse reported no parts were replaced.